Manufacturer narrative:
The device was sent to our technical center so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.

Event description:
It was reported that during npwt utilizing a renasys touch, it was unable to charge the battery when the device was being connected to the main power. The problem was solved by exchanging the pump. There was no patient harm. No delay was reported.